Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B) (6) 2010 in the pt's right (od) eye. The lens was explanted on (B) (6) 2010 due to inadequate vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B) (4). (Secondary surgery), (inadequate).(B) (4).